Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed a cannula bolus on (B)(6) 2011 at 8:29 am and the next entry was (B)(6) 2011 at 12:04 pm. The black box showed that no time or date changes were made. A 10 unit normal bolus and a 10 unit audio bolus were performed and recorded successfully in the pump history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting

Event description:
It was reported that the patient experienced blood glucose (bg) excursions for about two weeks during a holiday. The reported bg readings were between 6.4mmol/l and 29.6mmol/l. No symptoms of hyperglycemia were reported and no medical intervention was required. At the time of the contact, the patient's bg was reported to be 13.0mmol/l. It was alleged that several boluses that were allegedly delivered did not appear in the pump history. On the day of the contact, the patient claimed that she programmed and delivered a mealtime bolus that did not appear in the history. The reporter stated that the patient's bg was 6.4mmol/l prior to the meal and 29.6mmol/l several hours later. The reporter reviewed the pump with customer support and confirmed that all other settings and histories were correct and accurate. This complaint is being reported because of the allegation that the pump did not record several boluses in the history and that the patient experienced bg excursions that in one instance constitutes a serious injury (bg>28mmol/l).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.